Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received and evaluation performed.

Event description:
It was reported that the pump housing was damaged, and subsequently, the cartridge did not fit securely on the pump. Reportedly, the cartridge was "loose". Customer¿s blood glucose level was approximately 400 mg/dl. The customer continued to use pump to resume insulin therapy.